Event description:
Pt underwent total left knee replacement. Prior to end of closure of wound one of the teeth on the saw blade was noted to be broken off. The missing part could not be located. X-rays were taken intraoperatively which were suspicious for the missing piece. The wound was reopened with add'l x-rays including use of intensifier under fluoroscopu, the wound was irrigated, and the missing piece could not be found. The surgeon felt confident after further x-ray and exam that the tooth was not in the wound.